Manufacturer narrative:
Product evaluation: two photos were provide of the lens in the eye. There appears to be a narrow linear scratch on the anterior optic surface. The scratch has a stutter type pattern. This type of damage can be cause by an instrument use to grasp the lens. Associated products were not provided. It is unknown if qualified products were used. Based on the observation of the photos, the haptic is broken. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. File will be reopened and updated if the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from facility representative, that the iol has been explanted.

Manufacturer narrative:
Product evaluation: the lens was returned in a specimen cup with a clear water-like liquid. One haptic is broken in the gusset area (not returned). A deep stutter scrape mark in the shape of an instrument used to grasp the lens was observed on the anterior and posterior sides of the optic. The returned product matches the attached photo. Associated products were not provided. It is unknown if qualified products were used. A deep stutter scrape mark in the shape of an instrument used to grasp the lens was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during post-operative evaluation of implanted intraocular lens (iol), it was discovered there was a scratch on the central optic that is affecting the patient vision. Doctor has scheduled an iol explant and replacement with the same intraocular lens. Additional information was requested.